Event description:
Boston scientific became aware of an event involving an spaceoar hydrogel device through the article, histopathological changes in the prostate after spaceoar hydrogel placement written by kenny lee, et al. The article mentioned a case of a patient who underwent spaceoar placement for prostate cancer, however, after a computed tomography (CT), small bowel was seen in the radiation field, proximately next to the prostate. As a result, the radiation was considered unsafe, and the patient underwent a prostatectomy instead. The prostatectomy specimen, processed without noting the spacer gel placement, showed a 64 grams prostate with periurethral nodules but no additional gross lesions. However, microscopic examination revealed gleason score 7 acinar adenocarcinoma with multifocal areas of acellular pale blue substance, resembling mucin. This material was surrounded by atypical epithelioid and multinucleated cells, involving extraprostatic tissue, surgical margins, and bilateral seminal vesicles. The diagnosis included mucinous adenocarcinoma and granulomatous inflammation. Mucicarmine staining confirmed the mucinous material, and immunohistochemistry identified the surrounding cells as histiocytic. A modified ziehl neelsen stain was negative for acid-fast organisms. After reviewing the patient's complete history, these findings were attributed to the prior hydrogel placement. The final diagnosis was prostatic adenocarcinoma. Later, during three-month follow-up, the patient had an undetectable prostate-specific antigen (psa) level and reduced urinary incontinence. This event captures the findings of hydrogel as foreign body during the microscopic test.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6)2023, was chosen as the best estimate based on year the article was published. Block g2: literature source lee, k; cook, b; crisostomo wynne, t; speir, r; needs, tr (2023). Histopathological changes in the prostate after spaceoar hydrogel placement. J case rep images. Vol 9 (2); pp.18-21. Doi. 10.5348/100076z11kl2023cr. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.